Event description:
Customer reports testing 148 mg/dl but feeling hypoglycemic. The paramedics were called and within 10-15 mins of the first result, obtained a result of 48 mg/dl. Customer was taken to the hosp where she tested 29 mg/dl. Customer then rec'd a glucose IV. No qc controls were used. Requested return of suspect device and replacement was sent.